Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient experiences a painful "poking" sensation at her scs lead site while using system stimulation. Follow-up identified the issue has not resolved and is becoming more painful. X-rays showed one of the scs leads has migrated. Additionally, lead diagnostics showed invalid impedance values for the scs lead. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.